Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. Internal inspection observed the flow manifold assembly to have foreign substance inside which could cause the reported errors. The flow manifold assembly was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure -1001" and "self check failure -1003" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.